Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin, and no further assistance was necessary.